Event description:
Pt undergoing removal of infusaport. Catheter discorvered to be disconnected from port. Exploration of subcutaneous tissue revealed no catheter. Fluoroscopy revealed migration of catheter to pulmonary artery. Interventional radiologists were able to snare and remove the device without any further complications noted. Pt was discharged to home in 2000.